Event description:
Subsequent to the initial MDR, additional information was received on 03/21/2025. It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred against the sensor. However, the sensor pod was returned for evaluation. An external visual inspection was performed, and no damage was found. Performance data was reviewed, and the allegation was confirmed. The probable cause could not be determined via product. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). B5: describe event or problem - additional information. D9: device available for evaluation - correction. D9: device returned to MFR - additional information. D9: date device returned - additional information. G3: date received by mfg - additional information. G6: type of report - updated/follow-up. H2: type of follow up - correction/additional information/device evaluation. H3a: device evaluated by mfg - additional information. H6 codes: type of investigation - additional information.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred 3 days after sensor was inserted into the abdomen. According to the patient¿s husband, on (B)(6) 2025 around 10:00 pm, the patient¿s cgm was reading 394 mg/dl, but the patient was having symptoms of hypoglycemia. The patient was experiencing tachycardia, low blood pressure, nausea, general weakness, and sweating. The patient was unsure if she was having a cardiac event and called 911. While waiting for emergency medical services (ems), the patient bg meter reading was taken three times, and the results were 39 mg/dl, 44 mg/dl, and 48 mg/dl. The patient was wearing a tandem insulin pump. The patient¿s husband cancelled ems, as they realized it was a low bg issue and not a cardiac issue. The patient¿s daughter and son-in-law (who were both nurses) treated the patient with glucose gel and glucose tablets. After approximately 15-20 minutes, the patient¿s bg level stabilized. The patient remained at home. She was ¿stable¿ at the time of report. There were no additional medical intervention or details reported. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the e zone of the parkes error grid. The data investigation found a difference in values that falls within the d zone of the parkes error grid. No additional patient or event information is available.